Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative checked the water quality and the cuvette bowl. He replaced the set probes. The customer changed the water in the water reservoir, which appeared to resolve the issue. After service, no issues were reported by the customer. The investigation determined the issue was consistent with water quality issues.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation reviewed the customer's calibration and qc data. The calibration trace shows a >reactive alarm several times and the qc is occasionally outside of range. The investigation is ongoing.

Event description:
There was an allegation of questionable iron gen.2 results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 20.2 ug/dl. On 26-may-2024 the sample was repeated and the result was 42.1 ug/dl.